Event description:
During a total knee arthoplasty, a mislabeled box resulted in the correct thickness (5mm) of a distal femoral augment block being unavailable for use. The surgeon opted to use a different thickness (10mm) augment block, which necessitated the removal of additional bone from the patient to provide a proper fit. No adverse patient consequences were reported.